Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been having a feeling in their face which is not being caused by the trouble they have with their thyroid. Patient said when they were laying in bed this morning their whole body felt like the feeling they have in their face. Patient is wondering if they have the stimulation turned up too high. Reviewed adverse events and option to turn stim off. The patient was redirected to their healthcare provider to further address the issue. On 2025-05-19 the patient called back to report they turned their therapy off yesterday, but could still feel it "throbbing" as if therapy were still on. Patient reported they had a reflexology appointment a couple of weeks ago, which was about the same time they started to notice the swelling in their face. Patient explained reflexology as the practitioner taking their knuckle and turning it all the way down their leg. Patient said practitioner pushed really hard on one area over the implant and was concerned it displaced the ins or damaged it somehow. Patient said the right side of their face was throbbing, swelling, red, warm to the touch, and starting to spread to the other cheek. Patient they felt the throbbing in their face as well as where they usually felt their stim. Purpose of call was to know if they should still feel the stim sensation even after turning therapy off. Patient confirmed they turned therapy off by sliding it to the "off" position in the therapy app. Agent reviewed therapy should not be felt after turning therapy off and suggested patient contact their managing healthcare provider (hcp). Agent also suggested patient go to an ER or urgent care if they felt their symptoms were not tolerable, and that a manufacturing representative (rep) could be paged if needed.